Event description:
The customer reported that an infusion of tpn-glucose 10% was prescribed to be administered at 11 ml per hour, however, the user set it at 111 ml per hour and the infusion went for 7 hours. The child is reported to have sustained a permanent brain damage. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.